Manufacturer narrative:
The surgeon believes that the recipient is reportedly experiencing a stitch abscess. The recipient's site is still healing.

Event description:
The recipient is reportedly experiencing pain, drainage, and edema at the incision site. The recipient was prescribed an antibiotic ointment. The recipient is healing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
The recipient's site has reportedly been cleaned once again and is in the process of healing.

Event description:
The recipient is reportedly experiencing pain, drainage, and edema at the incision site. The recipient was prescribed an antibiotic ointment and the area was cleaned. The recipient is healing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding recipient status were unsuccessful. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The recipient is intermittently using the device. The recipient was prescribed different ointments and antibiotics, however, is not responding to treatment. The recipient will follow-up with the doctor to determine the next course of treatment.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
The recipient is reportedly now experiencing device extrusion due to the infection. Revision surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. The device was discarded and will not return to the company for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.